Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report-(B)(4).

Event description:
It was reported the plaintiff allegedly experienced pain, extrusion, dyspareunia, vaginal scarring, recurrence, and urinary problems. On (B)(6) 2008, the plaintiff present to her physician with bleeding from the vagina and discomfort. Upon examination, there was mesh erosion noted in the posterior compartment. An alternative treatment was tried, but the erosion continued to exist. The plaintiff also experienced worsening prolapse. On (B)(6) 2008, the plaintiff underwent surgery for posterior vaginal wall mesh excision. The mesh imbedded underneath the rectovaginal fascial plane and adherent to the rectum. The entire mesh was excised with very minimal mesh left in the retrovaginal fascia. The remaining mesh was well incorporated into the fascia and removal would have made reconstruction impossible so the residual mesh was left. Related to MFR report # 2183959-2010-00405.